Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue, the customer's blood glucose level was 76 mg/dl.